Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed tech. Called in with error on 8015 unit watchdog error on unit. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: watchdog error on 8015 unit the unit is unrestorable will need to come in for services repair, confirm level 1 & level 2 quote for services to customer, will call back once ready to send unit in for repair.